Event description:
A malfunction was reported on the pump, identified by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues persisted, which the caller understood and acknowledged.